Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that on start up, the cardiosave intra-aortic balloon pump (iabp) screen will not stay calibrated and would alarm code 64.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) screen will not stay calibrated. A getinge field service engineer evaluated unit and confirmed the customer complained that the touch screen would not stay calibrated and would alarm code 64 at start up. Fse replaced the touchscreen assy . Fse then completed all diagnostic calibrations and testing. Fse completed the performance and safety tests with no further issues. The unit was approved for clinical use and returned to the department. No patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0160-00-0123, serial number (B)(6), with a reported unit failure of the touchscreen not keeping calibration and a fault code 64 at startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the calibration issue or the fault code. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that on start up, during a routine check by the user, the cardiosave intra-aortic balloon pump (iabp) screen will not stay calibrated and would alarm code 64. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that on start up, during a check, the cardiosave intra-aortic balloon pump (iabp) screen will not stay calibrated and would alarm code 64. There was no patient involved.